Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case resolution: tech called in for help on error code 200.5040 on 8110 unit, once he connect the syringe to 8015 unit it gives channel error with error code, the error is cause from software compatibility meaning he has to reflash the software to correct version tech is running on their 8015bd units v9.33 and asm v12.1 explain to tech how to flash unit use the asm software also walk tech through checking is profile setup it was not set I was able to help him setup profile and made it his active package but he goining to locate the cd guardrail poc v9.33 and call us back so we can help get his firmware files setup to be able to flash the syringe and any other units he may need to. Tech thank me for my assit. Ref:_00d30y0yr._5000l1qinen:ref